Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting / clinical reference #sun, q. Et al (2016)/ chinese journal of orthopaedic trauma. Volume 29, number 8. (China) date of event: unknown. This report is for an unknown nail head elements: pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. - (B)(4)

Event description:
Device report from synthes on an event in (B)(6) as follows this report is being filed after the review of the following journal article: sun, q. Et al (2016), comparison of clinical effect between reconstructing femoral calcar and proximal femoral antirotation nail for the treatment of unstable femoral intertrochanteric fracture in elderly patients. Chinese journal of orthopaedic trauma. Volume 29, number 8. (China) the objective of the study is to compare the clinical effects of two methods of internal fixation in treating unstable femoral intertrochanteric fractures in elderly patients. Between august 2009 to august 2014, there were 68 elderly patients with unstable femoral intertrochanteric fracture, and 38 patients (10 males and 28 females, aged from 65 to 90 years) were implanted with an unknown synthes proximal femoral nail antirotation (pfna) system. All 38 cases had osteoporosis. All procedures were performed under general anesthesia. Follow up is every 1 month, 6 months until 20 to 24 months post-op. One patient had a screw blade cut and one patient had deep vein thrombosis as postoperative complications. This report is for an unknown synthes nail head elements: pfna blade pfna nail. This is report 1 of 1 for (B)(4).